Event description:
Revision surgery - due to the reverse shoulder prosthesis stem and 32 standard socket shell being loose. The surgeon used a monoblock stem and liner to replace the loose stem. The glenoid components were retained. The sales representative was unable to obtain the lot numbers nor the original surgery date.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after an unknown amount of time in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was not made available to djo surgical for examination. A review of the device history records could not be performed due to the fact that the lot number was not provided. The root cause for the device loosening could not be determined with confidence. This failure investigation is limited in scope since the products from the revision surgery were not available to djo surgical for examination. There are no indications of a product or process issue affecting implant safety or effectiveness.